Manufacturer narrative:
D.4. The reported lot# 22099303 was not found for the reported catalog# mp2002c-0006. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard¿ multi-fuse extension set with needleless connector broke at the blue connector and leaked during the infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "first sample had a leakage from connection site and second sample had a breakage from the blue connector part. The maxplus was connected to the patient and started leaking from the blue connection part. During infusion for the first complaint. The second complaint had the whole blue part of the connector coming off and started leaking during infusion."

Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 16-aug-2023 h.6. Investigation summary: two mp2005c-0006 samples from lot 22099303 were received for investigation for complaint pr (B)(4); residual fluid was detected in both devices. The feedback provided by the customer suggests leakage was detected from the maxplus extension set. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and flushing with fluid; no leakage was detected throughout testing. The sample was then subjected to pressure testing, again no leakage was detected from the extension set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22099303 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mp2005c-0006 product in the past 12 months.

Event description:
It was reported that the bd maxguard¿ multi-fuse extension set with needleless connector broke at the blue connector and leaked during the infusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "first sample had a leakage from connection site and second sample had a breakage from the blue connector part. The maxplus was connected to the patient and started leaking from the blue connection part. During infusion for the first complaint. The second complaint had the whole blue part of the connector coming off and started leaking during infusion."